Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that after inspection of the device and pocket, the hcp did not believe there was any issues with the device. The hcp believed the patient's cognitive state/condition was impaired, and was not due to the deep brain stimulation (dbs). No further complications are anticipated.

Event description:
The manufacture representative reported that on sunday and monday of the week prior to the day of the report the patient woke up in the morning and felt the ins ¿vibrating¿ and it felt hot. The patient stated that the sensation lasted less than 2 minutes when they were lying in bed and has not happened since. The patient has not had any changes in therapy. It was noted that the patient did not feel any pain associated with this issue. Impedances were ran and no indications of open/short circuits were found. The patient sleeps on their left side and their ins is on their right side. The patient also reported that their ins would migrate; the ins would move up and down (specifically when they slept) and has occurred since the ins was implanted. The change in therapy/symptoms were reported to have been sudden. No further patient complications are anticipated or expected as a result of this event.